Event description:
Revision surgery was performed due to fractured neck of femur on left hip. The acetabular cup remains implanted. Patient was non-weight bearing for 14 months, and had osteopenia secondary to arthritis. It should be noted that skeletal immaturity and severe osteopenia are considered contraindications for the use of this device.